Manufacturer narrative:
It was later reported that the defibrillation lead was successfully replaced and a new device was also implanted. The lead was to be returned for analysis.

Manufacturer narrative:
Resolution has been requested. Information suggests all products remain in-service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient is scheduled for a follow-up appointment.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 125 ohms the defibrillation lead and greater than 2000 ohms on the left ventricular lead. After troubleshooting and changing the configurations the left ventricular lead impedances returned to normal. Technical services discussed possible causes. No adverse patient effects were reported. It was reported that this patient had not been followed in some time and never had connected their latitude communicator.